Manufacturer narrative:
Section b3: date of event is estimated. A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy restored post-op.